Manufacturer narrative:
Mxp2488038, windchill ra600561, discordant grading of a reaction during antibody screen testing for one patient sample with no known antibodies using the ortho vision analyzer. Investigation details the stored images on the ortho vision analyzer of the 1 card suspected of misread of cell 2 for the antibody identification test was retrieved by ortho technical solutions specialist for further grading review analysis by third level support. Image name: (B)(4). Png well 2 front ¿ negative well 2 back ¿ negative well 2 combined ¿ negative results indicate the negative reading obtained by the vision cims was correct. The ortho vision analyzer cassette imaging system software has performed as per design. Most probable root-cause of the discordant negative grading in antibody identification obtained by the customer is associated with user interpretation error. No general product failure is identified. Results were reported to a physician. Treatment was not altered, initiated, or stopped. The patient did not receive any blood products; therefore, no patient was harmed.

Event description:
Mxp#: 2488038, windchill ra#: ra600561, problem statement and description: customer reports they were reviewing results from the previous shift and noted an abs that was auto accepted as negative, however customer reviewed image and thinks well #2 should have been graded as a ? Or 1+. Customer using surgiscreen lot: vss422 and igg cards lot: 031422001-05. Complainant name: same as reporter complainant phone: same as reporter complainant e-mail: same as reporter additional details (include start date, frequency, observations, sample ID/reagents etc. As needed): on (B)(6) 2022, one-time event actions already performed by contact: customer reviewed the gel card results and believes that the result should have been flagged for user review. Test was not repeated at this time. Troubleshooting steps requested by tsc: tss to pull cims .png image from e-conn and submit for cims grading review. Customer followed up via email. The testing was not repeated initially. The antibody screen was resulted as negative, and the tech verified this electronically. Customer pulled the specimen and repeated the testing on (B)(6) 2022. This time the analyzer called screening cell #2 a "?". Upon review, customer states it was clearly positive. Treatment was not altered, initiated, or stopped. The patient did not receive any blood products.